Event description:
It was reported that the bd alaris pump module smartsite infusion set had an underinfusion. The following information was provided by the initial reporter: the bag was infusing slower than the channel was programmed. It was estimated that the cytarabine would be starting by 11pm, but the bag was not completed until closer to 6am. Notified pharmacy of delayed chemo delivery. Additional information received from the customer: what was the date and time of the event? Pump programmed 4/25/25 at 2014. What was the intended or ordered infusion rate? (Ml/hr.) 60ml/hr. What was the intended volume to be infused (vtbi)? 340ml. What was the total bag/bottle volume and concentration? 360ml 318ml nacl, 42ml cisplatin. How was the medication/fluid programmed into the pump? (Ex. Interoperability/barcode. Scanning, manually using guardrails drug library, or manually using basic infusion): manually using basic infusion. Chemotherapy is not found in the drug library on the alaris pump. How much volume was actually infused and in over what duration? (Ex. 100ml in 45 mins) 340ml in 5 hours and 40 minutes per pump record. Please provide the serial numbers of the involved alaris devices: - kindly specify the serial number of the pump module that was involved in the under-infusion event: 8015 ¿ alaris pc unit 8015, serial number (B)(6), 8100 ¿ pump, serial number (B)(6). What was the brand/manufacturer and model # of the tubing set? ICU medical chemoclave bag spike (#14182985) was spiked into the chemo bag with bd alaris pump infusion set attached (ref # (B)(4)). What type and location of the IV access used for this infusion? Right chest tunneled central catheter. Were there any multiple infusion interruption issues during the infusion? (I.e., occlusion alarms, air-in-line alarms) - not according to log would it be correct to assume that the location of the alaris device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump? Yes. Are the devices and tubing set/s available to be sent to bd for full investigation? No. If unable to send the devices to bd, kindly state why: tubing was not saved, pump was checked by biomed without issues and put back into service. Please provide a clinical contact (name, role/title, phone number, and email address). Should we need to obtain additional event information. (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional informaiton provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues; accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.